Event description:
It was reported that the device was used during a laparoscopic hysterectomy, the first device tested out fine pre op. They were using the device during the procedure and it gave unk reported error tones. They opened a second device and then continued the procedure, at the end of the case during the amputation of the uterus, the blade broke off of the device. At this point, they used the scissors to complete the removal of the uterus and completed the case. No pt consequence.